Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: customer complaining of system lockup during procedure at approximately 1300 on (B)(6) 2023. No serious or minor injuries were reported. The procedure was delayed and system had to be switched out for another unit to continue procedure. Logs were escalated to rsc/hsc. C: drive indicated full..

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: logs showed disk corruption due to bad power downs. Software reload corrected issue. Reference: (B)(4).